Manufacturer narrative:
(B)(4). Inspection of the returned device found the clip was not fired and the device was partially deployed as the deployment sequence was aborted without completing the thumb advancer stroke. There were no abnormal observations that could prevent the thumb advancer from being fully deployed. During testing, the device was re-ssembled and was successfully re-deployed. Based on the investigation findings, the device performed according to specification and a root cause for the partially deployed thumb advancer could not be determined. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that during a procedure of the heavily tortuous left anterior descending artery, the balance middleweight guide wire was being removed and the tip coils became extremely unraveled. The device was removed from the anatomy intact/one piece without issue. There was no reported patient effect. No additional information was provided.

Event description:
A starclose se device was received at abbott vascular from an unspecified account. The returned device did not provide the account, physician or procedure information. The starclose se was returned with an undeployed clip, incomplete sheath split and evidence that the safety release button was activated. It is not known how hemostasis was achieved. No additional information has been provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.